Event description:
New information notes that the atrial threshold continued to increase after initial implant to the point of non-capture. No symptoms were exhibited. The patient was in stable condition before, during and post procedure. The lead was disposed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a lead revision was performed. The lead was explanted and replaced. No further information available.